Event description:
It was reported that a patient underwent attempted implant of an inflatable penile prosthesis (ipp), however, during the procedure their urethra was perforated. The physician implanted a malleable prosthesis in one of the corpora to hold space while allowing the urethra to heal. The patient was later successfully implanted with an inflatable device. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.